Event description:
During baxter's review of the event history for another report of a colleague infusion pump, it was discovered that failure code 511:320:658:0000 occurred during infusion which caused an interruption during delivery. There was no adverse event, patient injury or medical intervention associated with this report. The user interface module master software version associated with this report is 6.13.92, categorized as remediated.

Event description:
On june 17 2010, the baxter field service technician serviced a colleague device, product code dnm8151, (B)(4), for a battery issue. Patient injury/medical intervention was not reported to have occurred.upon review of the event history, it was found that the depleted battery alarm caused an interruption of delivery on (B)(6) 2010. There is no further complaint information available.the user interface module master software version for this device is currently unknown.

Manufacturer narrative:
(B)(4). The manufacture date was inadvertently omitted in the initial medwatch report.

Event description:
Customer reportedly received the following results on the advantage system within 10 minutes using comfort curve test strips: 102 mg/dl and 447 mg/dl; 140 mg/dl and 70 mg/dl. The comparisons were performed on different dates. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
(B)(4). The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4).

Manufacturer narrative:
(B)(4).the device has been evaluated onsite at the customer's facility by baxter personnel. The device will not be sent back to baxter. A follow-up medwatch report will be submitted when the evaluation results or additional information become available.this device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). The reported condition was confirmed but not duplicated. The assignable cause was depleted main batteries. The main batteries and harness were replaced. The user interface module master software version for this device is 5.06.00, categorized as unremediated.